Event description:
Patient was undergoing closure after cardiac cath. Closure device deployed in usual fashion. When the sheath was removed from the patient it was noted that the collagen implant was removed as well. Manual pressure applied, femostop employed. Patient sustained hematoma. Manufacturer said probable user error. Representative coming to hospital to retrain staff on use.